Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the breath delivery power controller distribution printed circuit board (pcb), battery backplane pcb and the primary battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a loss of communication diagnostic message. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.